Manufacturer narrative:
Lifescan has requested the return of the subject meter and strips for evaluation, but has not yet received them. If either the meter or strips are returned, lifescan will evaluate it/them and, if either the meter or strips do not pass inspection, lifescan will inform FDA of the results in a supplemental report.

Event description:
In 2007, the lay-user/patient contacted lifescan alleging that a one touch ultra meter had been giving error 3, 4 and 5 messages. The patient purchased the meter over a year ago, but it is not known when the reported issues started. The patient claimed that she had to use 10-15 test strips each time she attempted to test with the reported meter in order to get a blood glucose result. The patient also claimed that her blood glucose was high, but she was unaware of the levels because of the meter issues. The patient indicated that because of the meter issues, she was hospitalized for 4 days starting a week earlier. The patient was not feeling well; however, she did not specify what symptoms she had. It is not known what blood glucose readings she obtained in the hospital although the patient stated that she received "pills" and insulin treatment. The patient stated that her "blood glucose was very good in the hospital" because of the insulin treatment. The patient also mentioned that she had x-rays performed for an unknown reason and received injections to prevent blood clots. No further clinical information was provided by the patient. It would have been helpful to know the following information: the patient's testing frequency, when the reported issues started, how often she was able to get readings on the reported meter, if the patient had any symptoms of high/low blood glucose, her medication regimen, and if she made any changes to the regimen because of the alleged issues. In addition, it would have been helpful to know why the patient was hospitalized, what treatment she received in the hospital, what other health conditions she has, what her normal/expected blood glucose readings are, and what readings the patient was able to get during the time of concern. During troubleshooting, the customer care advocate (cca) noted that the patient was not using a correct testing technique while using the reported meter. The patient was not applying her blood correctly to the test strips. The meter, test strips, and control solution were replaced. This complaint is being reported due to the following conclusion: the patient claimed that she was hospitalized for 4 days because the "meter was not working right." The patient also stated that her "sugar was high" and she "didn't know." The patient received insulin treatment in the hospital.